Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Sales rep reported via email: coaxial of first package was placed on patient. When the needle was entered into the coaxial, it would not track through. Another package was opened and the second needle tracked through the first coaxial. The packages were thrown away and lot numbers were not available. Report states that patient presented a pneumothorax. Additional information received 31oct2016; did it occur during patient use? If yes, was there any patient injury or intervention? The procedure was well-tolerated (11:39) and patient was sent to recover in an outpatient recovery department. A follow up chest x-ray was performed which showed a large,right pneumothorax (14:16). A chest tube was placed. The patient was admitted and was discharged 5 days later. The complaint information reported a pneumothorax. Was this related to the event? Please provide all details regarding the pneumothorax.. Pt information: initials, age, gender, weight, diagnosis---(B)(6 )male/unknown/smoking, hx,emphysema,copd/lung nodule what type of procedure was being performed?___CT guided lung nodule biopsy. Was the procedure completed as planned? Yes.

Manufacturer narrative:
(B)(4). One (1) sample from an unknown lot was received for evaluation. During visual analysis it was identified that there was a clear dot of what appeared to be adhesive within a couple inches of one side of the tip of the cannula. The adhesive dot was large enough to prevent the temno needle from going down the associated coaxial needle. Therefore, failure mode could be confirmed. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure. Most probable root cause could be related to process/ method error since process or method not defined or followed appropriately. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes. Awareness to applicable personnel on how to dispense adhesive properly has been performed.